Manufacturer narrative:
Zoll has not received the thermogard console in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that the thermogard xp ivtm system (sn tgxp13342r) displayed a mid:09 (air trap assembly) error message upon powering up. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.